Event description:
It was reported by a company representative that on (B)(4) 2011, the fiber cap detached and/or the fiber tip was damaged at 13,500 joules. Per the company representative, the fiber cap was retrieved. The physician converted to turp to complete the procedure.

Manufacturer narrative:
(B)(4).